Event description:
The revision surgery was performed due to metallosis at the trunnion part between stem and head. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).